Event description:
Baxter product surveillance received notification of an incident from the international affiliate in 2007. Baxter reported leakage from connection between a patient adaptor and a ti-adaptor promptly after exchange the transfer set. The sample is available and has been requested. No patient injury or medical intervention was associated with this incident per the international affiliate.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 07 2007.